Manufacturer narrative:
The reported event of the helix could not extend was confirmed. A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for new system implant procedure, the helix of right ventricular (rv) lead unraveled while being deployed causing extension failure. The lead was not opened but not use and replaced with new lead. The patient was stable.